Manufacturer narrative:
The patient was born on an unspecified date in 1943. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to a gastrointestinal disorder (unspecified). On an unreported date the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available as the reporter declined to provide further information.

Manufacturer narrative:
Additional information: upon follow up, it was reported the patient was treated with unspecified antibiotics. Nine days prior to receipt of this report, antibiotic treatment was discontinued. It was not reported if the peritonitis was resolved. Should additional relevant information become available, a supplemental report will be submitted.